Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y), the endoscope had image orientation issue. It was not shifting from 30-degree up to 30-degrees down and the horizon was off. The procedure was completed with no reported injury. Intuitive surgical (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer-reported issue.